Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: asahi intecc (B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The returned guide wire was found its coil wire elongated from the proximal solder set at 160mm from the wire tip. Ruptured fragments of the polymer jacked were remained on the elongated coil wire. The core wire was found fractured at approximately 136mm distal to the proximal solder. The core fracture was microscopically observed. It found that the core wire was bent at multiple spots proximal to the fracture end. Sem observation revealed that the core wire had a flat fracture surface and a trace of applied twisting stress was found on the core wire shaft. The elongated coil wire was kinked at approximately 19mm proximal to the wire tip. The inner coil wire was extruded between the widened coils at the kinked spot. At the distal end of the elongated coil wire, the ball tip was found attached; the coil wire remained in one piece. The polymer jacket was removed to perform further observation. The inner coil wire at the kinked spot was twisted and fractured. From the distal fracture end of the inner coil wire, the core wire was found fractured at approximately 2mm proximal to the fracture end of the inner coil wire. Sem observation was performed on the core wire fracture. It revealed that the core wire was necked and a trace of fracture by torsion and pulling stress was found. By measuring each part, it was concluded that approximately 6mm of the proximal segment composed of the core wire and the inner coil wire was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that torsion was continuously applied while the wire tip was being trapped possibly by the lesion. When the accumulated torsion exceeded the product's design limit, the stress led the core wire become damaged. Torsional and tensile stress was assumed to contribute the core wire and the inner coil wire to become fractured and the coil wire to become elongated. There was no indication of product deficiency. Although no adverse patient effects were reported, a possibility could not be completely ruled out that fragments of the wire and/or the polymer jacket might remain in the anatomy. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that coils of an asahi guide wire became elongated during a pci to treat a moderately calcified cto in the rca #2. When the guide wire was advanced with something wrong, it was removed from the anatomy. Elongation of the coils was observed. A new guide wire was replaced to resume the procedure. The pci was completed with successfully reestablished blood flow. There were reportedly no adverse patient effects related to coils elongation.